Event description:
Reporter alleges the pt's right implant ruptured, the left implant had bleed and there was thin capsules. Reporter also alleges the pt suffered from infection class I, systemic problems, arthritis, fibromyalgia, chronic fatigue, night sweats, hot flashes, chills, chronic headaches, dizziness, memory loss, dry mucous membranes, hair loss, rashes, sensitivity to light and cold, scleroderma, weight gain, "etc."